Event description:
A distributor contacted baxter (B)(4) to report that a hospital peritoneal dialysis nurse reported a system error 2240 (air in line) alarm that occurred on the homechoice machine during dwell when the last re-filling of heating bag from supply bags was performed. The nurse stated that the patient is well trained. The nurse stated that due to the alarm, therapy was not completed and the patient experienced discomfort. No further information is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter; therefore, an evaluation could not be performed. This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).